Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, possible undersensing was noted on an implantable cardioverter defibrillator. It was discussed based on the drastic variation in amplitude between the preceding sensed r wave, the device was not capable of decaying to maximum sensitivity fast enough to sense much smaller r wave that followed it. No programming changes were suggested as there was no therapy repercussions for the single missed beat. No intervention was performed, and the device remains implanted. The patient had diabetes and was feeling very sick. The patient will continue to be monitored.